Event description:
It was reported that a malfunction occurred with a pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided pump reset information and helped the caller reset the pump.